Manufacturer narrative:
Tracking #.50218. Based on the visual examination and the functional testing the instrument was found to have a skewed end cap weld.

Event description:
It was reported during an unknown procedure the trocar would not arm. No further info available. There was no consequence to the paitent.